Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bariatric procedure, the device jammed. The jaws would not open and had to be manually opened. It was not stuck on tissue. The clips did not form properly. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.